Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the somewhat calcified saphenous vein graft (svg) to the diagonal (dx). The lesion was predilated with a 2.5x12mm quantum balloon, inflated to three times to 7-10atm for 10-21 seconds. The physician attempted to place the 2.25x12mm taxus express2 atom drug eluting stent, but was unable to cross the lesion. Upon removal, the physician noticed that the stent had come off the balloon. The stent was removed with a snare. The procedure was completed with another 2.25x12mm taxus express2 atom. The stent was post dilated with the same 2.5x12mm quantum balloon. Patient status reported as "ok".